Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified coronary artery. A 5.00mm x 2cm x 50cm peripheral cutting balloon was selected for use. During the procedure, it was noted that a pinhole rupture occurred at 10atms. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Device analysis determined that the condition of the returned device was consistent with the complaint incident. A visual examination identified that the balloon was unfolded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied when liquid was observed to be escaping from a balloon pinhole leak at the proximal end of the proximal marker band. An examination of the balloon material identified no issues which could potentially have contributed to this complaint. The rate burst pressure of this pcb device is 10atm (atmospheres). The markerbands, blades and tip section of the device were visually and microscopically examined and no issues were noted with the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. A visual and tactile examination identified no damage or any issues along the length of the shaft. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified coronary artery. A 5.00mm x 2cm x 50cm peripheral cutting balloon was selected for use. During the procedure, it was noted that a pinhole rupture occurred at 10atms. The procedure was completed with another of the same device. No patient complications were reported. Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was unfolded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied when liquid was observed to be escaping from a balloon pinhole leak at the proximal end of the proximal marker band. An examination of the balloon material identified no issues which could potentially have contributed to this complaint. The markerbands, blades and tip section of the device were visually and microscopically examined and no issues were noted with the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. A visual and tactile examination identified no damage or any issues along the length of the shaft. No other issues were identified during the product analysis.